Event description:
A malfunction was reported on a pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The issue did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the customer to seek assistance if the malfunction recurred, which the caller acknowledged.